Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n425727, implanted: (B)(6) 2015, product type: accessory. Product ID: 8780, serial# (B)(4), implanted:(B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional regarding a patient receiving dilaudid (concentration 10mg/ml, minimum rate dose) via an implantable pump. The indication for use was non-malignant pain. Per the health care professional, the patient was in hospital because she had sepsis aspiration pneumonia and the magnetic resonance imaging (MRI) was done on (B)(6) 2015 at 12:30am after the admission. A motor stall was seen at initial interrogation with no recovery; the stall occurred on (B)(6) 2015 at 1:12am after the patient had a head MRI at that time in the hospital and the pump was not interrogated until the day of this report. The dose was decreased from 2 to 1mg/day and then put on minimum rate mode as the patient was unresponsive. It was noted that the patient was now more responsive but still had some apnea. The health care professional interrogated the pump 2 more times and still no recovery was noted. It was reviewed that telemetry mode could be a possible explanation because they did not report hearing alarms; however patient was in the intensive care unit and had lots of equipment around them. It was also reviewed that the counters of the pump could have been reset because of the update and to continue to check the pump periodically, also the pump could be gear bound but we would expect it to recover. Information was later received from a different manufacturing representative indicating that the pump was interrogated again and as of 3:30pm (B)(6) 2015, the pump still had not recovered.